Event description:
The customer reported that on 2/5/98. Vasoseal was used following a ptca procedure. During the procedure the sheath kinked and separated from the hub. The sheath was removed and the pt was placed on femostop for 6 hrs. No further complications.